Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, an "internal error: the system has detected that the application unexpectedly exited" message while burring the tibia was received. It was tried to recalibrate with the same drill, however there was no success. The ri robotic drill attachment and real intelligence robotic drill tracker were locked onto the real intelligence robotic drill so could not disassociate the parts off of the drill. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
The ri robotic drill attachment part number rob10015 serial number (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment could not be removed manually nor through kpc unlock. The attachment was removed through disassembly of the drills motors. Following removal of the drill attachment the retaining nut was found to have loosened beyond the required torque specification. There was no sign of threadlock on the nut. After tightening the nut to spec, the device then passed kpc testing and a case with no attachment removal issues. Manual burring was performed. No system shutdowns nor connection errors appeared. The most likely cause of this event is the mechanical lock nut became loose due to vibration. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment part number rob10015 serial number (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment could not be removed manually nor through kpc unlock. The attachment was removed through disassembly of the drills motors. Following removal of the drill attachment the retaining nut was found to have loosened beyond the required torque specification. There was no sign of threadlock on the nut. After tightening the nut to spec, the device then passed kpc testing and a case with no attachment removal issues. Manual burring was performed. No system shutdowns nor connection errors appeared. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations. Corrected data: h6 (medical device problem code).